Event description:
It was reported that the patient presented with mitral and tricuspid valve infection with endocarditis. The physician performed open heart surgery to address the infection and explant the ventricular and atrial leadless pacemakers. There were no signs of infection noted around either device. The cause of the infection was unknown but there was no allegation from the physician that the infection was caused or contributed to by the leadless pacemakers. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.